Manufacturer narrative:
During the requested site visit by the abbott field service representative (fsr), no evidence of fire or smoke on the spin disk motor was found. The fsr did note that the brushes inside the motor were worn. The fsr replaced the motor which resolved the issue. A review of the i2000sr im service manual for the i2000sr interface module provides field service the procedures to remove, install, and verify the motors for the i2000sr im. A review of all complaints against the micromotors hl149-24-90 (4x) motor (part number 8-203834-02) did not identify any similar complaints or trends related to the failed motor. An additional search for the aps i2sr int mod (part number 07l32-51) did not yield any additional tickets related to the failure of the module and no trends were identified. Based on the investigation no product deficiency was identified for the automated processing systems (aps) i2000sr interface module (im) or the micromotors hl149-24-90 (4x) motor (part number 8-203834-02).

Event description:
The customer reported that the belt on the aps stopped moving causing friction where the pucks exit onto the track. The customer noticed a bad smell and possible smoke or dust. The customer powered the spur off. There was no impact to patient management, user safety, or facility damage reported.